Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use IFU identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization procedure, while advancing the coil in a competitor microcatheter, the coil unintentionally detached. The coil and catheter were removed successfully from the patient and the procedure was completed using another coil. There was no patient injury.

Manufacturer narrative:
Additional information: d9,g3, g6, h2, h3, h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the proximal connector bent, the strain relief damaged, and the implant stretched at the proximal end and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.